Event description:
The report from the field indicated that several weeks after the index procedure, the pt presented with an acute myocardial infarction (ami) at another hosp. The pt received thrombolytic therapy and was transferred after stabilization. At the index procedure, two (2) cypher stents were implanted in overlapping fashion. The target lesion was the mid right coronary artery (rca), coronary angiography revealed that the distal stent was fractured at the end of the overlap. There was a definite "gap" noted at the juncture of the previously placed cypher stents that was not noted after comparison with the films from the index procedure. The pt was treated with the implantation of an additional cypher stent at the junction of the previously implanted stents.